Manufacturer narrative:
(B)(4). The analysis results for the el5ml device found that it was returned with the shaft bent and broken. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a note that stated: not firing correctly. A second device was opened and the case was completed with no patient consequences.